Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas, with cgm and meter-confirmed blood glucose of 389 mg/dl for a few hours despite the system being on, containing insulin, and connected via infusion set; the user had performed a recent factory reset and increased the cgm target that morning. Symptoms included elevated blood glucose without reported signs of diabetic ketoacidosis. Outcomes included no injury and no medical intervention beyond troubleshooting. Investigation included guided troubleshooting and user education, confirmation of cgm accuracy with a meter check, review of device status and settings, inspection of the fluid path, and replacement of the infusion site with proper cannula fill. Investigation of this case revealed no evidence of kinks, leaks, or bubbles, and glucose levels began decreasing after the site change, suggesting a potential site or absorption issue though not confirmed. It was concluded that the cause of hyperglycemia was unclear but resolved after infusion site replacement and reinforcement of appropriate use behaviors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.